Manufacturer narrative:
H10. Concomitants: 6149049 320-02-42 - rs expanded glenosphere 42mm, +4mm offset; 6489596 320-15-05 - eq rev locking screw; 6488566 320-20-00 - eq reverse torque defining screw kit; 6078171 320-42-03 - equinoxe reverse 42mm humeral liner +2.5.

Event description:
It was reported via clinical study, that the 86 yo male patient experience a (humeral fracture) intra-operative greater tuberosity fracture. Previous surgery on involved shoulder was primary reverse tsa (B)(6) 2016; revision for instability (B)(6) 2020. The date of adverse event onset is (B)(6) 2022. The patient¿s outcome was last known as continuing. The case report form indicates this event is definitely not related to device and definitely related to procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) it was reported via clinical study, that the 86 yo male patient experience a (humeral fracture) intra-operative greater tuberosity fracture. Previous surgery on involved shoulder was primary reverse tsa (B)(6) 2016; revision for instability (B)(6) 2020. The date of adverse event onset is (B)(6) 2022. The patient¿s outcome was last known as continuing. The patient has a history of hypertension, heart disease. Height: 165 cm, weight: 68 kgs, bmi: 25. The case report form indicates this event is definitely not related to device and definitely related to procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical fracture cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.